Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0869 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of [(B)(6) 2025] found bolus deliveries of 0.275u at 00:40:23.000, 0.375u at 00:45:27.000, and 0.325u at 00:50:27.000. Could not find bolus daily delivery total or basal daily delivery total in the pump history file. Test p-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay peeling, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and cracked case. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 66 mg/dl. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-242at, mmt-332a, mmt-7040a, and mmt-1884l. Troubleshooting was performed and found that the insulin pump was over delivered the insulin. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue using the sensor. No product return is required for mmt-7040a. The customer will discontinue the use of the infusion set, reservoir and pump. Mmt-242at, mmt-332a and mmt-1884l was requested, and the customer's response was that the devices will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.